Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The complaint was confirmed for use error but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
During trouble shooting of a check final line alarm which occurred on the homechoice (hc) during use the home patient (hp) stated that she had connected and disconnected during priming. The baxter technical service representative (tsr) explained that setup was compromised and hp was refusing to start over with new supplies. The hp resumed priming and the alarm cleared. The hc displayed connect yourself/ check patient line. The hp would connect and start therapy per her own will. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.